Event description:
Following cataract surgery, the pt developed endophthalmitis one day post-op, and an evisceration of the eye was performed. The cause cannot be determined; however, the cause is not likely due to the device.

Manufacturer narrative:
See MDR 1920664-2009-00146 for the intraocular lens, and MDR 1920664-2009-00148 for the viscoelastic used with this disposable pack. A review of our complaint system indicated no other reports for this lot have been recorded. The sterilization and lot history records were viewed and found to be acceptable.